Event description:
Account states pt was a post-anglogram who developed bradycardia and hypotension and was extremely lethargic. Code team was called and doctor attempted to intubate pt as respiratory therapist attempted to annually bag the pt. Bag valve would not open up. Another bag was used and worked properly. Pt began breathing. Nasal oxygen flow was turned up and sat's on pulse ox increased to 96%. Pt was transferred to ccu. Medical condition improved and pt discharged to home six days later.